Event description:
Ous MDR - noise seen during a follow-up. The rv impedance > 3000, decreased sensing and no capture at 6v. The noise looks quite cyclical. The implant date was not provided and there is no indication this device has been explanted. (B)(4) 2014 - update: it was reported that oversensing was seen during a follow-up. The pacing impedance of the right ventricular lead was > 3000 ohms, sensing decreased, around 10mv, capture threshold was elevated (7.5v), shock impedance 58 ohms (consistent with last f/u). Cardiac echo was performed due to suspected heart perforation and the perforation could not be confirmed. X-ray indicated that the lead was not fully inserted into the header. No adverse patient side effects were reported. The date of implant was provided with the updated information. The system remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.